Manufacturer narrative:
This report is for unknown plate tibia/unknown lot number. Original surgery of an unknown date for treatment of a tibia fracture. Patient was implanted with one (1) anterior lateral distal tibia plate with unknown type, length and quantity of screws. Post - operative, on an unknown date, it was reported by the surgeon that the plate was broken. Revision surgery was performed on and unknown date. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had an original surgery of an unknown date for treatment of a tibia fracture. Patient was implanted with one (1) anterior lateral distal tibia plate with unknown type, length and quantity of screws. Post - operative, on an unknown date, it was reported by the surgeon that the plate was broken. Revision surgery was performed on and unknown date. It is unknown what the patient was revised to. Revision surgery was completed successfully. Sales consultant has no other information on this event or available. This report is for one (1) device. Concomitant devices: unknown screws : (item numbers unknown, lot number unknown, unknown quantity of screws) this report is 1 of 1 for (B)(4).